Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 464, 391 and 472 mg/dl. Customer stated she is unaware of what her normal/expected fasting blood glucose range should be, as her doctor just recently prescribed her the system in order to determine what should be her normal/expected fasting blood glucose range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 464 mg/dl and 391 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is 01/28/2017. Customer stated she has not had any recent changes in diet, exercise, or medications. Customer stated her doctor just recently prescribed her metformin (500mg) for daily diabetes management. The meter memory was reviewed for previous test result history: (B)(6). Customer originally called in requesting assistance with performing the blood test and control solution test with her brand new truemetrix system but when customer performed multiple back-to-back blood tests, her truemetrix system produced erratic fasting results of: 534mg/dl, 464mg/dl, 391mg/dl, 472mg/dl, & 496mg/dl.